Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 malfunctioned due to a missing magnet from the latch insep. A field service engineer replaced the latch insep to resolve the issue. The contact information was mentioned as unknown, since the reported issues were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a malfunction where the scanner was not working. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.